Event description:
It was reported the patient presented in clinic. The patient's implantable cardioverter defibrillator had delivered inappropriate shocks due to far p-wave oversensing on the ventricular channel. Programming changes were completed to address this issue. The patient was stable throughout.